Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, investigation noted stress is applied to the internal imaging cable due to repeated angle operation, and the imaging cable sheath conducts to the outer metal, thus failing to provide insulation resulting in image issue. The probable cause of stress could be due to causes such as damage or deterioration of parts, environment problem like dust/dirt/humidity, optical problem, overheating problem, and electrical problems. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the images disappear during angulation . The issue occurred during preparation for use. There were no reports of patient harm.